Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone calls. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the clinician was not able to ventilate the patient mechanically or manually using the subject anesthesia machine, so the clinician switched to an ambu bag and eventually a different anesthesia machine to complete the case. The patient reportedly desaturated but is in stable condition.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bellows was replaced and the unit was returned to service.